Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis with removal of the pd catheter and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between use of the liberty cycler set and the peritonitis. Additionally, there is no allegation of a cycler set defect reported for this event. The culture resulted positive for pseudomonas fluorescens. Although a rare cause of human infection, this organism has recently been identified as a low abundance member of the indigenous microbiota of various body sites, including the mouth, stomach, and lungs. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A male peritoneal dialysis (pd) patient reported they were hospitalized, and it was related to dialysis. The patient also stated they were having a fistula placed and transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pseudomonas fluorescens. The patient¿s antibiotic therapy was adjusted with the vancomycin being discontinued. The physician determined that the patient¿s pd catheter required to be removed and that the patient would transition to hemodialysis temporarily. On (B)(6) 2022 the patient was admitted to the hospital for the catheter removal and placement of the fistula. The patient had the pd catheter removed on (B)(6) 2022. The patient remains hospitalized currently. No additional information pertaining to the hospitalization was available. The pdrn stated the suspected cause of the peritonitis is a breach in aseptic technique. It is unknown how long the patient will remain on hemodialysis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A male peritoneal dialysis (pd) patient reported they were hospitalized, and it was related to dialysis. The patient also stated they were having a fistula placed and transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pseudomonas fluorescens. The patient¿s antibiotic therapy was adjusted with the vancomycin being discontinued. The physician determined that the patient¿s pd catheter required to be removed and that the patient would transition to hemodialysis temporarily. On (B)(6) 2022 the patient was admitted to the hospital for the catheter removal and placement of the fistula. The patient had the pd catheter removed on (B)(6)2022. The patient remains hospitalized currently. No additional information pertaining to the hospitalization was available. The pdrn stated the suspected cause of the peritonitis is a breach in aseptic technique. It is unknown how long the patient will remain on hemodialysis.

Event description:
A male peritoneal dialysis (pd) patient reported they were hospitalized, and it was related to dialysis. The patient also stated they were having a fistula placed and transitioning to hemodialysis (hd). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for pseudomonas fluorescens. The patient¿s antibiotic therapy was adjusted with the vancomycin being discontinued. The physician determined that the patient¿s pd catheter required to be removed and that the patient would transition to hemodialysis temporarily. On (B)(6) 2022 the patient was admitted to the hospital for the catheter removal and placement of the fistula. The patient had the pd catheter removed on (B)(6) 2022. The patient remains hospitalized currently. No additional information pertaining to the hospitalization was available. The pdrn stated the suspected cause of the peritonitis is a breach in aseptic technique. It is unknown how long the patient will remain on hemodialysis.

Manufacturer narrative:
Correction: b2.